Manufacturer narrative:
Additional information was received that no further information could be obtained. The explanted ipg was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. Symptom of pus leaking at the battery site was noted. The physician believed that the infection was due to the patients weak immune system, and that the infection was not device or procedure related. The patient underwent an explant procedure and was prescribed antibiotics. No device malfunction was suspected.

Manufacturer narrative:
The explanted ipg was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Symptom of pus leaking at the battery site was noted. The physician believed that the infection was due to the patients weak immune system, and that the infection was not device or procedure related. The patient underwent an explant procedure and was prescribed antibiotics. No device malfunction was suspected.